Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had an appointment with their hcp and the impedance checked done, within normal but they were still feeling sensation despite decreasing sensitivity. They turn device off and back on with a comfortable setting and patient to have a surgical referral but no further action will be taken. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  they noticed at least a week ago, after pushing the door with their butt, they felt the shock where the handle bumped against their ins site. Pt said, it was not a large hit they did not hit hard, pushing the door handle. Pt reported ever since that day they notice some kind of burning sensation, it feels like it heats up, it kind of hits them then goes away goes away pretty quick, this lasts 10-15 seconds and happens 2-3-4-5 times a day, now it seems like it gets really hot. Reviewed pt has the option to turn stim off or change to another setting to see if that makes an impact on what they are feeling. Recommended reporting this to their managing doctor. Pt said they have not had any falls or accidents and the only medical test or procedure was an endoscopy (unrelated). Reviewed programmer button use pt did not have the programmer with them at the time of the call. Pt said they will try turning stim off to see what happens. Recommended reporting the issue to their doctor no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.